Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g cartridge reload was received. The reload were received in good visual condition and fully fired. Additionally the reload was inspected under magnification and no anomalies were noted. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no damage to the cartridge was noted during visual inspection. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the sixth firing of the stapler with gore seam guard a small portion of the reload was visible as having been cut off the reload while the knife returned. The staple line appeared intact and was leak tested and no further intraoperative adjustments were made. There were no patient consequences. Case completed in the standard laparoscopic manner.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: there was no portion of the reload left or retrieved from the patient. The piece of the reload that came off was visible on the stapler itself and removed with the stapler.